Event description:
It was reported that a dissection occurred. Nodule calcium was present in the 90% stenosed, severely tortuous and mildly calcified target lesion. The lesion, located in the distal left anterior descending artery, was pre-dilated with a 2.50 x 10 pre-dilatation balloon. A 3.00 x 28 synergy was deployed at 11 atm with no issues. After post-dilation of the stent with a 3.00 x 12 non-compliant balloon, a type a, non-flow limiting dissection was noticed. A 3.00 x 12 stent was used. The patient was stable post procedure.